Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision procedure the physician encountered an issue with the implantable cardioverter defibrillator (ICD) setscrew for the right atrial (ra) lead. The physician tried to screw down the ra lead pin into the header but the screw was not connecting with the wrench appropriately. The physician tried adjusting the angle and tried several techniques. After this was unsuccessful the physician removed the screw from the header and attempted to utilize a screw service kit. The screw was not attached to the allen wrench and the physician was unable to get the screw on the wrench or past the silicone grommet. Several techniques were attempted unsuccessfully. Eventually the physician requested a new device due to the patients condition and dropping blood pressure. The new device was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.